Event description:
During the premature ventricular contraction procedure, ECG noise was noted when the ampere was connected and the procedure was cancelled. Troubleshooting included: checking that the ECG electrodes were all seated correctly; exchanging the ablation catheter and checking that the dip placement was adequate. There were no power cords nearby and nothing touching the ECG signal cables. The power source for the ampere was changed without resolution and the case was cancelled.

Manufacturer narrative:
Additional information: g3, h2, h3 the results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information received, the cause of the reported noise and subsequent cancellation remains unknown.

Manufacturer narrative:
Correction: e1.